Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of a provided image was completed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). A small fragment of the teflon pad appeared to be missing at the far end of the clamp arm.

Event description:
It was reported that during a da vinci-assisted radical hysterectomy surgical procedure, the user observed an instrument recognition issue with the harmonic ace instrument. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that a fragment of the teflon pad piece was found and retrieved. An x-ray test was performed to check for remaining fragments inside the patient. There was no instrument collision.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a cracked blade. As a result, instrument failed the energy recognition test. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Additional observation(s) related to customer reported complaint: the instrument failed energy recognition. The instrument was connected to an in-house energy generator. The instrument failed the energy recognition test, instrument generated message "tighten assembly". The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.